Event description:
(B)(4). The dentist reported that 2 months after the dental implant was installed in the patient's mouth it was verified its non osseointegration, but did not provide any other information about the case.

Manufacturer narrative:
(B)(4).